Event description:
The customer reported that resolution was less than minimum required. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep adjusted the resolution. The final resolution values exceed minimum required.